Manufacturer narrative:
Concomitant medical products: product ID: hc105-22, tissue valve, date of implant (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post left-ventricular (lv) pace. The lead remains in use. No patient complications have been reported as a result of this event.